Manufacturer narrative:
The MFR issued a recall notification to the identified customers who rec'd the affected products. Additionally, the MFR notified the FDA (B)(4) recall coordinator voluntary recall and gained concurrence of the customer letter prior to its distribution. On 3/17/2015, the voluntary recall was initiated. The monopty needle was returned for eval. The stylet and cannula were in their initial positions (not retracted), as the arrow could not bee seen in the ready window. A gap between the stylet and cannula was identified. Loose particles could be heard within the device. An attempt to prime the device was unsuccessful as the rotational knob could not be twisted. The device was disassembled and the cannula hub was found to be broken. A lot history review was conducted and it was determined that the lot met all release criteria. The investigation is confirmed for break, as the cannula hubs of both the returned probes were found to be broken. The investigation is inconclusive for failure to obtain samples, as the returned probes could not be functionally tested due to the broken hubs. The root cause for this event was determined to be supplier related due to over-processed resin. The monopty instructions for use (IFU) provides general instructions for priming, firing, sampling, and retrieval of samples from the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an ultrasound-guided breast biopsy, two needles were unable to obtain tissue on the second sample attempt. A third needle was able to obtain tissue and complete the procedure. A coaxial was used. There was no reported patient injury.